Event description:
The customer reported to olympus, the high definition lcd monitor has no power and no image. There were no reports of patient harm. No further information was provided by the customer at this time.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The caller was advised to swap out the monitor to assure that the issue was not the cable. The monitor is the secondary monitor. The caller was not able to troubleshoot at the moment. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.